Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got detached at the end of the tubing and at the site. The site location was right side of patient's abdomen, and the pump was on the either side in relation to the site location. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the living room at 23.9 degree celsius. There was no stress, or pull on the tubing, and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On 29-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got detached at the end of the tubing and at the site. The site location was right side of patient's abdomen and the pump was on the either side in relation to the site location. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the living room at 23.9 degree celsius. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.